Event description:
Baxter reported that a pt experienced "important polyneuritis and cramps with fever and hypersensitivity after dialysis with a tricea 210g dialyzer." Baxter related that the pt had been using tricea dialyzers for the 10 months preceding this incident. It is not known if there was any serious pt injury or medical interventions associated with this incident and no additional information is forthcoming.